Event description:
The pt reportedly experienced pain with her internal device. Programming changes were made, however, the pt continued to experience pain. The pt was explanted and re-implanted with another advanced bionics cochlear implant.